Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned congenital and structural heart treatment when the issue occurred, and it was completed with limited functionality of geometry. A philips remote service engineer (rse) examined the system remotely and confirmed that the geometry got stuck in a loop of restarting. A philips field service engineer (fse) visited onsite and confirmed that the geometry movements were not working intermittently due to software issue. During troubleshooting, the fse reinstalled the angiographic software and components. Upon further troubleshooting, the fse found that there were communication problems registered by suite pc and analysis of the system log file showed possible defective bib and multiple power supply errors. The fse replaced the bib module and suite pc, but continuous communication problems were noticed. So, the fse reinstalled the entire system and calibrated it. After that, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that while preparing the system for an exam, it got stuck in a loop of geometry restarting. There was no reported patient or user harm. Philips has started an investigation of this complaint.